Event description:
Patient on o2 via oxygen flow meter. The oxygen flow selector was turned to the wrong port, off instead of on. Rt assisting patient found patient desat at 85%. Rt adjusted oxygen flow selector to the correct port and o2 stat went up to 97%.